Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. The complaint is considered confirmed as the returned device was fractured. Visual inspection of the returned provisional shows a crack down the post of the locking screw hole. Additionally, there are some signs of wear such as gouges around the top and bottom of the locking screw hole. Review of the complaint history determined that no further action is required. Per the package insert, instruments can break when subjected to high load. It appears that the fracture was caused by the operational context from general wear and tear from use over time and the force exerted by the larger femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the instrument broke during surgery. The surgeon accidently used the incorrect size of instrument for trialing.